Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump may be over delivering. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. Customer was using auto mode on the pump. Troubleshooting was not completed. The customer stated that their blood glucose values drop then sky rocket. The insulin pump will not be returned for analysis.